Manufacturer narrative:
Should additional information become available a supplemental record will be filed. The dealer was unable to clarify if there was a malfunction with the m51 chair. The dealer was unable to clarify if medical intervention was sought. As the keyword of "fire" is present in the complaint, invacare has chosen to file an MDR.

Event description:
Dealer advised enduser lives in assisted living but was off campus and fire marshall stated there was a fire and there was injuries due to this. Dealer just now contacting invacare but the issue happened in (B)(6) 2015. Dealer advised enduser was in off campus smoking area when issue occurred but could not verify if enduser was smoking at the time of the event. Dealer could not advised enduser sought medical attention at (B)(6). Dealer advised could not provide any further information in reference to enduser or incident. Dealer advised does not know where chair is located think lawyers are in control of it. Dealer does not know what condition the chair is in. Update from 11/16/20: dealer has no further information besides what is listed in the issue description but chair is being returned for inspection and replaced. No further information provided at this time.